Event description:
During a remote follow up, noise resulting in oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.